Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported they weren't sure if there was a problem with their device. He was going to have a MRI of his back to diagnose back spasms that he has been having for the past 3 weeks. This was considered a sudden occurrence. Upon follow-up, the patient said activities were what led to muscle spasms in their back. There was no change in their activity level. He turned the unit off 2 weeks ago and his back was fine. He stated "turned off unit no back pain (well some) but little or no spasms." If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they didn't know what the circumstances were that led to muscle spasms in their back. The spasms just came on 6-8 weeks ago, the transcutaneous electrical nerve stimulation (tens) unit was not doing the job like it used to. The steps that were taken to resolve the muscle spasm in their back was the patient taking physical therapy and was going to have an MRI in mid-july. If additional information becomes available, a follow-up report will be submitted.